Event description:
On (B) (6) 2009, the patient reported that she was experiencing low blood glucose of 2.8 mmol/l (50.4 mg/dl) and she pulled her insulin cartridge from the infusion device. The plunger of the insulin cartridge became stuck to the piston rod and insulin spilled into the cartridge compartment of the infusion device. Her normal blood glucose range is 5-7 mmol/l (90-126 mg/dl). She stated that her blood glucose was low, because "I was rushing around and did not eat the breakfast I was supposed to." She was able to elevate her readings by eating. She was assisted with detaching the plunger from the piston rod and she was advised to clean the cartridge compartment with a cotton swab. Further attempts to follow up with the patient were unsuccessful. The patient did not require medical assistance from a healthcare professional or second party to address the issue. No product was requested to be returned for evaluation.